Manufacturer narrative:
Retainer ring=clear. Customer complained on 10/07/2021 the insulin pump alarmed pump error 63 and insulin flow blocked alarm. Complained the insulin pump is under delivering and experiencing high blood glucose. Insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed delivery accuracy test at 0.08720 inches. No under delivery anomalies noted during testing. Insulin pump successfully downloaded to thus and carelink. Confirmed 13.75 units of normal bolus was delivered on 10/07/2021 between 06:58:23.000 and 10:59:58.000. No unexpected insulin flow blocked alarms noted during testing. Confirmed insulin pump alarmed 6 insulin flow blocked alarms on 10/07/2021 between 7:41:42 am and 10:35:34 am in insulin pump downloaded history. No pump error 63 noted during test. Confirmed pump error 63 variable 3 was noted in the history download on 10/07/2021 11:13:16.000 due to broken trace pin6 on keypad assembly. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay and cracked retainer. The p-cap/reservoir does lock properly. Insulin pump passed functional testing and no under delivery anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump error 63 variable 3 was noted in the history download on 10/07/2021 11:13:16.000 due to broken trace pin6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 23.1 mmol/l at the time of incident. The customer¿s current blood glucose value was 21.4 mmol/l. The customer experienced nausea, vomiting, thirsty symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The infusion set cannula was bent. The insulin pump will be returned for analysis.